Event description:
Atty alleges the plaintiff began having pain in the area of the prosthesis and was unable to walk normally. On 2/16/96, the plaintiff underwent surgery to explore and determine the cause for the pain and disablement in the area of the implant. In the surgery, it was discovered that the implant had failed, that there was extensive overgrowth around the implant accompanied with silicone synovitis. The failed implant was removed and replaced by a bone graft from the iliac crest. The plaintiff suffers from permanent pain and a disfigured and non-functional toe.